Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix fully extended clogged with blood and tissue. An x-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. An x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood and tissue in the helix region and over torque of the inner coil.

Event description:
It was reported that the helix of the right ventricular (rv) lead was unable to be extended during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. The physician alleged that the extended procedure time was clinically significant for the patient.